Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's evaluation.

Event description:
It was reported by the patient that he was admitted to the hospital after feeling very weak. During follow up, the patient's peritoneal dialysis nurse confirmed an admitting diagnosis of hypokalemia. The patient received potassium supplementation while admitted and was given potassium supplements upon discharge for continued supplementation. The patient's nurse associated the hypokalemia with a recent increase in the patient's prescription; the patient was prescribed 5 exchanges with a total of 3l, as well as a 3l daytime exchange. The patient was originally performing these exchanges using 4.25% concentration solution, and the nurse believed that it was pulling out too much potassium from the patient, resulting in the patient's condition. The patient has since switched to 2.5% concentration solution, has recovered from the instance of hypokalemia, and has resumed peritoneal dialysis treatment. The following is from medical records received from the patient's treatment facility. The patient presented to the emergency department with a left shoulder pain and weakness. The patient reported a history generalized weakness for a week prior to admission that was progressing. His shoulder pain started two weeks prior to admission after he felt a pop from throwing a heavy box. The patient's blood glucose ran during his stay and his insulin was adjusted and his dialysis fluid was changed to dianeal 2.5%. The patient was also diagnosed with hyponatremia and hypokalemia. The patient was discharged home on (B)(6) 2016 after refusing discharge to a skilled nursing facility.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Medical records have been reviewed by post market surveillance. There is no documentation in the medical record supporting a possible association between the liberty cycler and the events experienced by the patient.